Manufacturer narrative:
(B)(4). Evaluation summary: the steerable guide catheter (sgc) was returned for investigation. The reported sgc hemostasis valve leak was unable to be confirmed via returned device analysis. Although analysis was unable to confirm the reported leak, the discrepancy between what was reported and what was observed (no sgc leak) was likely due to user technique/procedural conditions during the procedure versus the returned product analysis. Potential causes for leaks are, but not limited to, user technique/procedural conditions, such as the steps utilized to de-air the device during guide preparation or loose connections between the luer and accessory devices (stopcock, high pressure tubing or syringe) or manufacturing anomalies (tears or missing silicone in the valve). As part of the mitraclip manufacturing process, all steerable guide catheters are subject to visual and functional inspection to verify product quality. Review of the lot history record confirmed this device passed all in-process and final inspections, including a leak test and verification that silicone was applied to the guide valve. Additionally, there were no non-conformances issued for this lot. A query of the electronic complaint handling database indicated there had been no incidents reported for this lot. There were no device issues reported during functional inspection of the sgc which is an indication that the device was functioning properly prior to use. With respect to user technique/procedural conditions, the sgc leak/air can be influenced by the steps utilized at the account during device preparation, such as not fully de-airing the guide shaft during guide preparation or loose connections between the luer and accessory devices (stopcock, high pressure tubing or syringe). The information provided in the case details stated that upon retracting the cds through the sgc and with approximately 15cm of the cds left in the sgc, air was seen in the sgc hemostasis valve. In this case, information received from the site indicated that the sgc valves were checked during device preparation; however the stopcock connection was not checked when the air was noted. It is likely that the user technique in performing the tasks contributed to the retention of air in the guide hemostasis valve, however this cannot be confirmed. Although a conclusive cause for the reported sgc leak/air cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
This is being filed as air was seen in the hemostatic valve of the device. Although there was no adverse patient effect, air has the potential to cause or contribute to patient injury. It was reported that during a mitraclip procedure, after the clip had been implanted without difficulty, the clip delivery system (cds) was retracted through the steerable guide catheter (sgc). When approximately 15cm of the cds was still in the sgc, air was seen in the sgc at the hemostatic valve. The air was aspirated using a 60cc syringe and the sgc was removed from the left to the right atrium. The cds and sgc were removed from the anatomy. There was no concern that air had entered the anatomy; there was no adverse patient effect. The sgc valves were checked during device preparation and were ok. The procedure was completed with the implantation of two clips and the mixed mitral regurgitation grade was reduced from 4 to less than 1. The patient was clinically stable post procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The steerable guide catheter is expected to be returned for analysis, but has not yet been received. A follow-up report will be submitted with all additional relevant information.